Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in FDA on: 09/21/2007.

Event description:
The surgeon reported that he had two cases of light toxicity a few weeks back. Additional information has been requested. An additional MDR will be submitted for the other case under mfg. Report #2028159-2007-00415.